Event description:
It was reported when using the bd pyxis medstation system opflpptpx2 screen is dim and dark. The customer reported that the screen turns black where the power is properly connected, but device is not turning on. This malfunction caused a delay in patient care. The customer said there is no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen is dim/dark and not turning on. The field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended.